Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 01 september 2021. [Additional information]: on 01 september 2021, modified information was received from the study site. The information was reviewed. Adverse event term ¿aneurysm perforation¿ was changed to ¿target aneurysm perforation¿. Endovascular intervention value "no" was changed to "yes" with the following entry: "placed more coils to ensure closure of the bleeding site." There is no new information that alters the previous file type determination, coding, and/or reportability determinations. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient ethnicity was not provided. Procode is krd/hcg. The initial reporter phone and email address are not available / reported. [Conclusion]: the event was reported via the (B)(6) study, a (B)(6) year-old female patient with a history of controlled hypertension, diabetes, stage IV colon cancer, class 2 obesity (bmi 35 kg/m2), and dyslipidemia underwent coil embolization of a ruptured left anterior communicating artery bifurcation aneurysm on (B)(6) 2020. The hunt & hess grade score was 2 and modified rankin scale (mrs) score was 2. The patient was discharged to a rehabilitation center on (B)(6) 2020 with mrs score of 3. It was reported that the patient expired on (B)(6) 2021 secondary to end stage malignancy. The onset date unknown (B)(6) 2020. Per the principal investigator (pi), the event was not related to the study device. The event resulted in the discontinuation of study. On (B)(6) 2020, immediate pre-procedure angiography revealed a ruptured left anterior communicating artery bifurcation aneurysm with the following dimensions: height 5.8mm, dome 4.7mm, maximum aneurysm diameter 8.6mm, neck size 4.7mm, and dome-to-neck ratio 1.0mm. The parent vessel diameter was 2.1mm. Coil embolization was performed with the implantation of one galaxy g3 coil, seven galaxy g3 xsft coils and eleven galaxy g3 mini coils via sl-10® microcatheter (stryker). Per the information entered in the case report form (crf), microcatheter kickback (loss of access to aneurysm) was encountered once during the procedure (coil not specified). Heparin was administered during the procedure. In the opinion of the investigator, treatment of the target aneurysm was considered complete with 46% angiosuite packing density; however, the study coils were not successfully implanted at the target site due to microcatheter kickback. Immediate post-procedure modified raymond-roy classification score was class I: complete obliteration. There were no reported intraoperative complications or study device deficiencies. The 180-day (6-month) follow-up visit was conducted by phone on (B)(6) 2020. Mrs score was 1. The complaint coils remain implanted in the patient and thus are not available for evaluation. Modified information received on 27 july 2021 indicated that the patient experienced aneurysm perforation during the study procedure. Additional coils were placed to ensure closure of the bleeding site. The perforation resolved. Per the pi, the event was moderate in severity and probably related to the study device. The event was not considered serious. On (B)(6) 2021, source documentation was received and reviewed. The patient presented with a history of hypertension, diabetes mellitus, asthma, and stage IV colon cancer with liver and lung metastasis (currently on chemotherapy ¿ last chemotherapy treatment was 2 weeks prior). Reportedly, she had worst headache of life (whol) on (B)(6) 2020 while eating dinner. She had something cold to drink and initially attributed the headache to side effects of chemotherapy. She had associated nausea and vomiting and stayed in bed over the weekend. There was no reported loss of consciousness or any focal numbness or weakness. Computed tomography (CT) of the head/neck showed ruptured anterior communicating artery aneurysm 10mm x 7mm x 7mm (hunt & hess grade 2). The patient was started on cardene and transferred to another facility for higher level of care. The aneurysm was coiled using a 2-microcatheter technique. Through the benchmark catheter, an sl-10® (90 tip) microcatheter (stryker) was placed into the anterior lobule of the aneurysm dome. The phenom¿ 17 (45 tip) microcatheter (medtronic) was placed into the main body of the aneurysm. 19 cerenovus coils were placed in alternating fashion and detached when angiography demonstrated a good position. The 20th coil was attempted but not deployed due to microcatheter kickback. After the anterior lobule was occluded, 3000 units of IV heparin was administered. Activated clotting times (acts) were checked, and additional heparin was given as necessary. After placement of the 13th coil (1.5mm x 3cm galaxy g3 mini coil: glm915030 / k10168), there was mild contrast extravasation. This was accompanied by an increase in blood pressure, which was not reduced in order to allow protective autoregulation. The extravasation. The extravasation quickly stopped, and the blood pressure returned to normal. Therefore, the heparin was not reversed. Two additional small coils were placed in the vicinity of the rupture point to ensure closure. Further coils were placed at the inferior aspect of the aneurysm dome. After placement of the last coil, there was complete occlusion of the aneurysm dome with mild residual neck filling, so the procedure was terminated. The patient was taken to the neurointensive care unit for post-op care. On 10 august 2021, additional information was received from the clinical study team. The information provided confirmation from the principal investigator (pi) that the placement of the 13th coil was the cause of the aneurysm perforation. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (k10168) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Aneurysm perforation is a known potential adverse event associated with coil embolization procedures. Manipulation of devices in or near the intracranial aneurysm increases the risk of rupturing the fragile aneurysm wall. In addition, the aneurysm wall is likely to be even more fragile following a bleed or subarachnoid hemorrhage. With the information provided, it is not possible to determine the root cause of the perforation. However, there are clinical and procedural factors including aneurysm/vessel characteristics (i.e., ruptured), device interaction, device selection, and mechanical manipulation of devices in or near the aneurysm that may have contributed rather than the design or manufacture of the device. Per the investigator, the aneurysm perforation occurred during placement of the 13th coil. Therefore, the event will be reported as a ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the (B)(6) study, a (B)(6) year-old female patient with a history of controlled hypertension, diabetes, stage IV colon cancer, class 2 obesity (bmi 35 kg/m2), and dyslipidemia underwent coil embolization of a ruptured left anterior communicating artery bifurcation aneurysm on (B)(6) 2020. The hunt & hess grade score was 2 and modified rankin scale (mrs) score was 2. The patient was discharged to a rehabilitation center on (B)(6) 2020 with mrs score of 3. It was reported that the patient expired on (B)(6) 2021 secondary to end stage malignancy. The onset date unknown (B)(6) 2020. Per the principal investigator (pi), the event was not related to the study device. The event resulted in the discontinuation of study. On (B)(6) 2020, immediate pre-procedure angiography revealed a ruptured left anterior communicating artery bifurcation aneurysm with the following dimensions: height 5.8mm, dome 4.7mm, maximum aneurysm diameter 8.6mm, neck size 4.7mm, and dome-to-neck ratio 1.0mm. The parent vessel diameter was 2.1mm. Coil embolization was performed with the implantation of one galaxy g3 coil, seven galaxy g3 xsft coils and eleven galaxy g3 mini coils via sl-10® microcatheter (stryker). Per the information entered in the case report form (crf), microcatheter kickback (loss of access to aneurysm) was encountered once during the procedure (coil not specified). Heparin was administered during the procedure. In the opinion of the investigator, treatment of the target aneurysm was considered complete with 46% angiosuite packing density; however, the study coils were not successfully implanted at the target site due to microcatheter kickback. Immediate post-procedure modified raymond-roy classification score was class I: complete obliteration. There were no reported intraoperative complications or study device deficiencies. The 180-day (6-month) follow-up visit was conducted by phone on (B)(6) 2020. Mrs score was 1. The complaint coils remain implanted in the patient and thus are not available for evaluation. Modified information received on 27 july 2021 indicated that the patient experienced aneurysm perforation during the study procedure. Additional coils were placed to ensure closure of the bleeding site. The perforation resolved. Per the pi, the event was moderate in severity and probably related to the study device. The event was not considered serious. On (B)(6) 2021, source documentation was received and reviewed. The patient presented with a history of hypertension, diabetes mellitus, asthma, and stage IV colon cancer with liver and lung metastasis (currently on chemotherapy ¿ last chemotherapy treatment was 2 weeks prior). Reportedly, she had worst headache of life (whol) on (B)(6) 2020 while eating dinner. She had something cold to drink and initially attributed the headache to side effects of chemotherapy. She had associated nausea and vomiting and stayed in bed over the weekend. There was no reported loss of consciousness or any focal numbness or weakness. Computed tomography (CT) of the head/neck showed ruptured anterior communicating artery aneurysm 10mm x 7mm x 7mm (hunt & hess grade 2). The patient was started on cardene and transferred to another facility for higher level of care. The aneurysm was coiled using a 2-microcatheter technique. Through the benchmark catheter, an sl-10® (90 tip) microcatheter (stryker) was placed into the anterior lobule of the aneurysm dome. The phenom¿ 17 (45 tip) microcatheter (medtronic) was placed into the main body of the aneurysm. 19 cerenovus coils were placed in alternating fashion and detached when angiography demonstrated a good position. The 20th coil was attempted but not deployed due to microcatheter kickback. After the anterior lobule was occluded, 3000 units of IV heparin was administered. Activated clotting times (acts) were checked, and additional heparin was given as necessary. After placement of the 13th coil (1.5mm x 3cm galaxy g3 mini coil: glm915030 / k10168), there was mild contrast extravasation. This was accompanied by an increase in blood pressure, which was not reduced in order to allow protective autoregulation. The extravasation. The extravasation quickly stopped, and the blood pressure returned to normal. Therefore, the heparin was not reversed. Two additional small coils were placed in the vicinity of the rupture point to ensure closure. Further coils were placed at the inferior aspect of the aneurysm dome. After placement of the last coil, there was complete occlusion of the aneurysm dome with mild residual neck filling, so the procedure was terminated. The patient was taken to the neurointensive care unit for post-op care. On 10 august 2021, additional information was received from the clinical study team. The information provided confirmation from the principal investigator (pi) that the placement of the 13th coil was the cause of the aneurysm perforation.